Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that there was 1 vial of test strips missing from the test strip box. The reporter was uanble to provide the lot number of the test strip box. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury.

Manufacturer narrative:
The 510 (k) is k093745.